Event description:
It was reported that the customer experienced a pump failure, as the device unexpectedly shut down. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up or to provide additional details, and technical support proceeded to close the case.